Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned devices identified the inserter connector was fractured at the distal thread. The fractured threads were found to be contained within the screw. Dimensional analysis on the inserter connector could not be completed due to the damage. Furthermore, analysis on the returned screw was not conducted as there were no reported issues with that device. DHR was reviewed and no discrepancies were found. The root cause of the event is related to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The information provided on this form was previously submitted under manufacturing report number: 0001825034-2018-02227.

Event description:
It was reported that during a trauma nail fixation procedure, the inserter tip fractured inside a screw head during use. The screw was removed from the patient, and another screw was implanted. No further information has been made available at this time.